Manufacturer narrative:
Natus medical investigations examination of the photographs reveals evidence that some amount of external force was exerted on the valve resulting in partial separation at the weld. The instruction manual cautions against lifting or shaking the product by holding the vac-pac valve. Customers are also instructed to inspect the vac-pac prior to each use. The customer had the vac-pac destroyed at the facility, to prevent future use. The customer has since been provided a replacement. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint that on (B)(6) 2017 a vac-pac valve had seperated from seam during patient use. No reported injury.